Event description:
It was reported that the patient played with their device causing the generator to become unsecure and migrate. The patient is planned to go back into surgery so that their generator can be re-secured. The patient also presented with pain due to the migration of the generator. No known surgical intervention has occurred to date. No other relevant information has been received to date.